Event description:
It was reported that this patient was just implanted with a pacemaker. After the implant procedure the device was tested and programmed, and the patient was doing fine with normal atrial sense/ventricular pace. The patient was then taken to post-operative care as the field representative was leaving the hospital. She had received a call which reported that the patient went into cardiac arrest. By the time the field representative got back to the hospital the system was already explanted and believes the products were discarded. It was suspected there was a perforation of the right ventricular (rv) lead and pericardial effusion. The plan was to move the patient to another facility however, she passed away.